Event description:
It was reported the rigid video scope had a blurry image. The issue occurred during preparation of an unspecified therapeutic procedure and was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
E1: facility name - (B)(6) hospital e2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video scope had a blurry image. The issue occurred during preparation of an unspecified therapeutic procedure and was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the blurry image was due to component failure of the light hose the most probable cause of the complaint is an expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.